Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that on (B)(6) 2019 we noted no external power alarms while on the mpu. This can be caused by the power cord coming loose from the mpu, the wall outlet, or the patient losing power in the house. If the patient does not have a locking power cord, it is recommended you contact your clinical specialist to assist in ordering one. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The provided log file contained data spanning 12 days (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed to become intermittently active on (B)(6) 2019, from 1:49 ¿ 4:09, all while the mpu was in use. The alarms appeared to have been caused by losses of ac power, as the rsoc values steadily decreased over a few seconds in every instance. The backup battery appropriately operated the system during these times. No other notable events regarding the mpu were observed throughout the log file. The mpu (serial number unknown) was not returned for analysis. Multiple attempts at retrieving information about the cause of the no external power events were made, and no responses were received. The root cause of the losses to ac power observed throughout the log file was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.